Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the cassette leaked before the procedure. There was no patient harm. A sample is available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The returned used sample was visually inspected and no obvious defects were found. Surgical residue was observed in the cassette, manifolds, and the drain bag. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The light-emitting diodes(led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the bss bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. Root cause: the root cause of the customer's complaint could not be established; the returned sample functioned per specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the second for this issue. The device history record shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. The manufacturer internal reference number is: (B)(4).